Event description:
During follow-up, the device was unable to be interrogated. The device was attempted to be reset to resolve the issue but was not successful. Further information was requested but not yet available. The patient experienced no adverse health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated. Further information was requested but not yet available. The patient experienced no adverse health consequences.

Event description:
During follow-up, the device was unable to be interrogated. The device was attempted to be reset to resolve the issue but was not successful. The issue was resolved by explanting the device. The patient experienced no adverse health consequences.

Manufacturer narrative:
The reported event of unable to interrogate the device was confirmed. The device was received with the battery being depleted prematurely to end of life level and the device could not be interrogated. Analysis was performed after a new battery was installed had indicated that the device exhibited normal characteristics. The device image showed power on reset had occurred and device image was corrupted. However, the cause of premature depletion could not be determined, despite extensive testing.